Event description:
Additional information was received indicating that the handheld computer is no longer having any issues charging using the replacement serial adapter cable and the site does not plan to return the suspected programming system. The site indicated that there is not an intermittent issue present and they have not had any further problems. The suspected faulty serial cable adapter is unable to be located for return.

Event description:
It was reported that the physician's handheld was no longer charging and the cause was believed to be a faulty power adapter cable. A new power adapter cable was sent to the site. Additional information was later received indicating that the replacement cable did not resolve the issue. Inspection by a manufacturer representative at the site noted that the serial adapter cable appeared to be frayed and suspected that this was the cause of the issue. The site has been sent a replacement serial adapter cable however it is unknown if this resolved the issue. The old power adapter cable and serial adapter were returned on (B)(6) 2012 and are currently undergoing analysis.

Manufacturer narrative:
Device available for evaluation?, corrected data: additional information received indicates the portion of the programming computer previously received is not the piece at fault. This field has been updated to reflect that the suspect portion of the indicated device has not been returned. Device evaluated by MFR, corrected data: additional information received indicates the portion of the programming computer previously received is not the piece at fault. This field has been updated to reflect that the suspect portion of the indicated device has not been returned.

Event description:
Upon further examination of the returned serial cable adapter, it was found that it is for a different handheld computer model and not compatible with the reported suspect device. It is likely not related to the reported issue. A manufacturer representative performed troubleshooting at the physician's office with a known good serial cable adapter and found that the issues persisted. This indicates that the issue is likely on the handheld computer itself which has not been received for analysis at this time. Analysis of the returned power adapter cable found no issues. Attempts for the return of the faulty handheld computer are in progress.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.